Event description:
A healthcare professional reported a patient with uncut area on the bed cut in the right eye during lasik surgery. Surgeon did not lift the flap and postponed the surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows sixteen successfully performed treatments. The reported treatment could not be identified in the logfile due to missing treatment report. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Treatment report and clinical pre and post-op information has been requested but not provided. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).